Manufacturer narrative:
Investigation of the pod found corrosion on the pcb assembly. This yielded in measuring a higher shelf mode current than expected. The batteries were measured lowered than expected. Inspection of the batteries found no corrosion or any damage to these components. An external power supply was used to download pod data. The downloaded data shows no timeouts or drive stalls that could contribute to the pod failing to deliver insulin. Further investigation of the pod found a tear of the cannula assembly on the exposed portion of the soft cannula. This tear prevents fluid from traveling the entire fluid path and leaving via the distal tip of the soft cannula. However, the timing and cause of this damage cannot be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 16 mmol/l (288 mg/dl). The pod was worn between 4 and 24 hours on the hip/buttocks. Hyperglycemia treated with a new pod, correctional bolus and a pen correction.